Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 40.5 mg/ml hydromorphone at a dose of 9.202 mg/day, 2250 mg/ml ropivacaine at a dose of 511.2 mg/day, and 845 mcg/ml unknown baclofen at a dose of 192 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp decided to replace the pump that was on the list with potential battery issues. While doing the replacement, the hcp thought part of the pump segment looked ¿kinky¿. The hcp decided to replace the pump segment. The representative stated that the catheter was not occluded and was flowing normally, but the hcp decided to replace that portion anyway. There were no symptoms reported. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.